Manufacturer narrative:
Results: the embolization coil was detached from the pusher assembly and the proximal constraint sphere was intact. The proximal constraint sphere was measure to be within specification. There was an unknown substance around the distal detachment tip (ddt) and pull wire. The pet lock was broken and the proximal portion was missing from the pull wire. It was found within the returned handle. Conclusions: evaluation of the returned smart coil revealed the embolization coil was detached and the pull wire was protruding distal from the ddt. There was an unknown substance stuck on the ddt and pull wire. This substance may have contributed to the difficulty experience detaching the embolization coil. If continuous flush is not used, some substances may harden on the device. The returned handle was functionally tested and performed within specification. If the unknown substance or patient anatomy causes friction that exceeds what the detachment handle is capable of delivering, difficulty detaching the coil may be experienced. Further evaluation revealed the pet on the pull wire was missing from the pull wire and was found inside the returned handle. This is likely due to several actuations of the handle in attempt to detach the coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed nine coils using a non-penumbra microcatheter. The physician then advanced a smart coil to the target location but was unable to detach the smart coil using the handle, despite attempting multiple times. The physician, therefore, removed the smart coil and completed the procedure using new smart coils and a new handle. There was no report of an adverse effect to the patient.